Manufacturer narrative:
Symptoms noted (B)(6) 2016. This product is not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+2.0/109 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2016. The surgeon reports lens rotation, glares/halos, significant reduction of irido-corneal angles (ica), lens dislocation/subluxation, pigment dispersion, refractive change over time, and blurred vision. The lens was repositioned which did not resolve the problem. In addition refractive treatment was performed after implant due to lens rotation. Reportedly, the lens remains implanted. The cause of the event is reported as a patient-related factor-the surgeon believes the patient's sulcus is irregular.

Manufacturer narrative:
Additional information: b5- on (B)(6) 2020 the lens was exchanged with a different model/same length lens. The problem was resolved. H6- health effect impact code- 4629: secondary surgical intervention; lens exchange. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).